Event description:
On july 5, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra smart meter did not turn on. The reported meter was issued from lfs on june 28, 2007 as a replacement for the patient's previous one touch ultra smart meter. The patient said the reporter meter would not turn on with the specific test strips he used at the time of concern. He said he was admitted to a hospital in 2007, with a blood glucose reading of "400 something". He said, he was vomiting, thirsty, had blurred vision, and was in diabetic ketoacidosis. He was treated with insulin and was discharged from the hospital the next day. No information was provided regarding the patient's diabetes treatment regimen. The lfs customer care advocate (cca) walked the patient through pressing the power button and the meter turned on. The meter also turned on when the cca walked the patient through inserting a test strip into the test strip port. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product and later experienced symptoms of hyperglycemia, an elevated blood glucose reading in the hospital, and ketoacidosis. He claims he was admitted to the hospital and treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.